Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that when interrogating a device, right after the quick look screen appeared, the programmer locked up. The power was cycled, and the device re-interrogated with the same result. A different programmer had to be used. The programmer is expected to be returned for repair. No patient complications have been reported as a result of this event.